Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a posterior repair + sacrospinous fixation + obtryx sling + xenform graft + cystoscopy procedure performed on (B)(6) 2015 to treat prolapse. As reported by the patient's attorney, the patient experienced an unknown injury. Prior to this procedure, an uphold vaginal support system device was implanted into the patient on (B)(6) 2012 to treat cystocele and vault prolapse.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).